Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed a voltage test and passed. A pairing test was performed with nordic bluetooth device and passed .performed share log review and display show a connection loss gap within the investigation window. The problem is confirmed because the share log displays a connection loss gap within the investigation window. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a loss of connection between the transmitter, smart device, and receiver occurred. No additional patient or event information is available. The transmitter has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.